Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the pushwire separation was the part without implanted coil. There was no damage or evidence of tampering to device packaging, the proximal end of the pushwire was secured in the guidewire clip (black rubber stopper) when the package was opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment of a saccular, unruptured anterior communicating artery aneurysm with a max diameter of 3.5 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal, and vessel tortuosity was normal. It was reported that after positioning the coil into the microcatheter, the third coil was selected. Upon opening the coil and preparing for hydration, the surgeon discovered that the coil was missing from the tip of the pusher wire. To ensure the procedure could proceed smoothly, a replacement coil of the same model was used, and the surgery was successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath or pusher. The axium prime implant coil was found separated/broken from the detach element at the coil shell. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿part missing/incomplete/loose¿ or ¿premature detach¿ were confirmed. The implant was found broken/separated from the detach element. This is typically indicative of a tensile failure, however, customer reported finding the issue upon opening the device. The implant was not found within the introducer sheath. It is possible damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. Therefore, the root cause could not be determined. There is an indication that this could potentially be caused by a potential manufacturing issue and a DHR review is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the coil was completely missing from the package when it was opened.